Event description:
It was reported that the patient underwent a coronary procedure to treat a target lesion in the mildly tortuous right coronary artery. The xience alpine stent delivery system was advanced over a balance middleweight (bmw) guide wire without difficulty. The stent was deployed without issue, and the balloon of the stent delivery system was fully deflated. During removal of the xience alpine stent delivery system, the delivery system was noted to be stuck on the guide wire. All devices were removed as a single unit. There was no other intervention required and the procedure was ended. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The bmw guide wire referenced is being filed under a separate medwatch report.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulty removing the guide wire was unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for difficult to remove the guide wire from this lot. Based on the reviewed information, no product deficiency was identified.